Event description:
Pump was returned for service with report that it delivered an incorrect volume over the prescribed time. A copy of an incident report for this device was provided by the facility and states "nurse stated IV pump was set to infuse 37ml/hr. But the pump infused the entire bag of 154ml in approximately 30 minutes." The incident report described that the pt's IV site became swollen. There is a box on the incident report marked that medical intervention was performed, but no record of what this intervention consisted of. Attempts have been made to obtain info regarding pt info, the drug being infused and the type of intervention performed, but no add'l details have been provided.